Event description:
The customer reported a cartridge chemistry sample syringe leak with brown discoloration in the syringe glass barrel on their unicel dxc 800 pro synchron system. The operator was wearing personal protective equipment and no injury or exposure was reported. The customer indicated no erroneous results were generated.

Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer replaced the cartridge chemistry sample syringe to resolve the issue, no further leaks were observed. The cartridge chemistry sample syringe was returned to beckman coulter for further evaluation. Evaluation of the syringe confirmed evidence of leaking and brown discoloration in the syringe barrel. (B)(4).